Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board connector cable was reconnected to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board and detachable battery connector cable were replaced to address the issues.